Event description:
Customer reported that they received an error alarm and were forced to reset the date and time. Customer stated that the alarm was persistent. Customer mentioned a battery out limit alert. Customer also stated that they replaced the battery cap and the insulin pump still had a blank display. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm or blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.